Event description:
324 days after implantation of a 2.50x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial and proximal circumflex artery. A pre-intervention stenosis was reported as 50% for the ostial segment and 80% for the proximal segment. Following balloon dilation, a taxus 2.5x16mm was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information was reported on vessel tortuosity or calcification or patient medications. The patient was reproted have tolerated the procedure well. The patient presented 324 days after the initial procedure with a 100% in-stent restenosis in the circumflex artery and the left main coronary artery. After balloon dilation, a 2.75x32mm taxus stent was deployed in the circumflex artery and the left main coronary artery. Post-intervention stenosis results were reported as 0% for the circumflex artery and 20% for the left main coronary artery. The patient was reported have tolerated the procedure well.